Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: on examination, the battery compartment was noted to be cracked in three areas; two cracks at the threads down to the grip, and one on the side of battery compartment. The battery cap was intact without damage and able to fit properly on the pump and maintain electrical connection for investigation. Moisture corrosion was noted inside the battery compartment. A leak test was performed and revealed moisture leakage into the battery compartment. The pump was opened for investigation and did not reveal any evidence of moisture ingress inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.